Event description:
The libre system from abbott does not work properly, the adhesive has failed 3 times since (B)(6) 2020. The unit itself has indicated an error message and would not work. With insurance these are (B)(6) a pop; a little over 8 weeks using the product, verifying with my pcp that it was installed correctly. Abbott has lied to me and hung up on me when I complained. FDA safety report ID# (B)(4).